Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, lump/nodule, visibility/palpability, wrinkling, deformation due to compressive stress, unsatisfactory result-ndr.

Event description:
Patient reported right side "lump, hardening and dimpling." Patient also reported "implant is too big" which is not device related. Patient later reported "capsular contracture baker grade iii/IV." Device has been explanted.